Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found.

Event description:
At implant the impedances with port 0-7 were all over 10,000 ohms when tested with a good lead through a multi lead trialing cable (mltc). After several attempts of placing the lead in 0-7 hole, invalid impedances were given. Both leads were tested via a mltc and were found good. A new ins was opened and the leads were connected to it. Normal impedances were achieved. No patient symptoms or injuries were related to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.